Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection was performed on this device. Product analysis showed that deformed conductor coils were noted and the tissue entwined in the helix. There was no other visual anomalies were noted.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and was found to be dislodged. This ra lead was explanted. No additional adverse patient effects were reported.